Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, implanted: unknown, product type: catheter. (B)(4).

Event description:
It was reported that the during implant the catheter would intermittently run retrograde instead of caudal. It was believed the bevel on the catheter tuohy needle was different than the bevel on the tuohy needle of legacy catheters. It was noted that this had been going on for some time now, and the last known occurrence was in (B)(6) 2015. The specific patients involved with this were unknown. No adverse events with regards to the patients were reported. The specific drugs involved were unknown. Further follow-up is being conducted to obtain this information along with patient outcomes and any corrective and preventative actions taken. If additional information is received, a follow-up report will be sent.